Manufacturer narrative:
On (B)(6) 2019 arjo was informed about the event with the participation of arjo enterprise 9000 medical bed, which occurred in (B)(6). It was reported that the patient's leg became stuck between the bed's frame and foot end safety side rail. The facility staff assisted to get the patient's leg out. As a result, the patient sustained femoral artery tear which required vascular surgery and stenting. The investigation was carried out to determine the cause of the event. During on-site visit, arjo representative inspected the involved enterprise 9000 bed. There was no deficiency found, which could contribute to the reported event. The information gathered allowed to establish the background of the event. The involved patient was agitated and was moved nearer the nurse station for closer observation. After the patient was settled, the bed with the patient was transferred to another room, away from the nurse station. After some time, the nurse heard the patient crying and when she came to see what happened. The patient was standing with one leg trapped between the foot end safety side rail and mattress. The safety side rail was locked in the upper position and the patient was leaning back onto the bed. As an immediate action, the caregiver took the resident out of the bed. It is very possible that the patient's leg became trapped when she tried to get out of the bed. The injury sustained was the result of a leg trapped between the safety side rail and the bed's frame. The product instructions for use (746-449-UK-4.1.) Contains all crucial information and warnings which should be followed to ensure patient safety: "where risk assessment indicates that a patient is at high risk of entrapment owing to their medical condition or other circumstances, and where there are no medical benefits from their being left in a contoured position, place the mattress platform in the flat position when patient is left unattended." "Before operating the bed, make sure that the patient is positioned correctly to avoid entrapment or imbalance." Based on the information collected, it can be concluded that several factors may have contributed to the reported event. The patient was left unattended in the room. Most likely, the patient tried to get out of bed while the side panel was locked in the upper position, which led to his leg being trapped. Additionally, it needs to be pointed out that the enterprise 9000 beds meet the requirements of the international standard ec60601-2-38, clause 23.101 protection against patient entrapment. The safety side rails were tested and compliance with the requirements was confirmed. Summarizing, the enterprise 9000 was used with the patient and played a role in the reported event. The inspection of the bed did not confirm any device malfunction, which could contribute to the event (the bed was according to the manufacturer's specification). The complaint decided to be reportable due to the resident's leg entrapment resulted in serious injury.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The involved enterprise 900 bed was evaluated and no malfunction was found. Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about the event with the participation of arjo enterprise 9000 medical bed, which occurred in the antrim area hospital in northern ireland. It was reported that the patient's leg became stuck between the bed's frame and safety side rail. The facility staff assisted to get the patient's leg out. As a result, the patient sustained femoral artery tear which required vascular surgery and stenting.